Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient may undergo surgical intervention at a later date to replace their ipg for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device was able to go more than 24 hours between charges.